Manufacturer narrative:
Evaluation revealed the lag screwdriver gamma3® 380x110mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the item was not returned for investigation in timely manner, a physical evaluation was not possible. Thus, a final root cause could not be determined. The alleged damage could happen, if the lag screwdriver was operated under high forces in untightening direction. The operative technique advises to check if ingrowth does not obstruct secure engagement of the lag screwdriver and to turn the lag screw screwdriver slightly clockwise to loosen possibly bony ingrowth in the screw threads before turning it counter clockwise. The item was documented as faultless prior to distribution and as it had been in use for a longer time (approximately 9 years), we pre-suppose that this lag screwdriver had fulfilled its tasks in former surgeries as intended. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. With the information available, a more precise statement regarding the root cause of the reported event is not possible. The file will be closed formally according to our standard procedures and might be reopened, if the item itself or any substantive information will be provided.

Event description:
It was reported that surgeon notice the tip on lag screwdriver for gamma was broken while removing lag screw.

Manufacturer narrative:
Investigation revealed the lag screwdriver gamma3 to be the subject product. No further associated products were reported. A review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screwdriver had been in use for a longer time (more than 9 years), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Evaluation revealed that one of the four pegs of the lag screwdriver received was completely broken off. The broken off piece was not returned. Marks respectively material displacement at the very tip of the pegs and the bend on the pegs itself indicate that the screwdriver had been operated under high force in ccw / untightening direction, whilst the pegs were not entirely engaged in the slots of the lag screw. Evaluation of any damage characteristics suggests that the item had not been used as intended. It cannot be excluded that the item had been damaged during former surgeries but the damage should then have been detected during inspection prior to surgery. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to a sub-optimal surgical procedure and thus user related. Collateral finding: deep significant impacts were found at the ratchet. These damages are clearly identified as hammering impacts which are classified as unintended use and are not as intended and thus user related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. Investigation revealed no non-conformity, therefore no ncr was initiated. A review of the labeling did not indicate any abnormalities.

Event description:
It was reported that surgeon notice the tip on lag screwdriver for gamma was broken while removing lag screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon notice the tip on lag screwdriver for gamma was broken while removing lag screw.